Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label and migration have been ruled out as potential causes. However, the patient's provider feels the patient's anxiety and other psychological issues are contributing to the reports of nausea, dizziness and lightheadedness. The stimulator is used to treat pain. The cause of the nausea, dizziness, and lightheadedness is unrelated to the curonix device. The provided information does not evidence that the curonix device contributed to the reported issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported nausea, dizziness and lightheadedness when using the neurostimulator. However, the patient would like to continue wearing it. The patient has a follow-up appointment with the implanting clinician on (B)(6) 2026 for monthly medication management. No further information is available at this time.